Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No con

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 544 mg/dl ,when admitted to hospital. Customer current blood glucose was 84 mg/dl and other blood glucose was above 200 mg/dl. Customer treated for high blood glucose with manual injection. The customer was treated with intravenous and insulin shots at the hospital. The customer thinks insulin pump was under delivering due to high blood glucose for about 2 weeks. The insulin pump will be and reservoir will not be returned for analysis.